Manufacturer narrative:
Patient weight not available for reporting. Date patient pain began is not known. (B)(4). Date of implant reported as (B)(6) 2010, exact date is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient sustained a broken left femur in a motor vehicle accident in (B)(6) 2010. Patient was implanted with the trochanteric nail system on unknown date. Patient reports pain in the left leg. Patient has had follow up visits to the doctor but does not know if explantation of the devices is planned. X-rays taken on unknown date indicate the bone is growing over the nail. This report is for one (1) 4.9mm locking bolt. This is report 2 of 8 for (B)(4).